Event description:
The customer reported ventilator had motor fault and transducer fault and went inoperable while in pt use. No harm to the pt.

Manufacturer narrative:
(B)(4). The biomed at the user facility evaluated the ventilator and determined that replacement of the main power control board fixed the reported issue.